Event description:
The pt fell and broke her leg. As a result, the lead broke and needed to be replaced. The pt has rsd of the right ankle that is progressing to the leg and hip. The pt was seeking a new physician.

Manufacturer narrative:
(B) (4).